Event description:
It was reported that bd alaris smartsite pump texium infusion set had flow issues. The following information was received by the initial reporter with the following: it was reported by customer that when they went to try to put the drug into the bag using the connection site on our filter tubing and was not able to get the drug to leave the syringe that way. She then used a needle to put the drug that was in the syringe into the patient's bag.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.